Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found a kink near the distal tip. No damage or defect was noted to the insertion needle (hard cannula) that may cause pain. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the bleeding and bruising could not be determined. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause skin irritation at the infusion site. The exact cause of the skin irritation could not be determined. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36 . Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose reached 280 mg/dl while wearing the pod between 4 and 24 hours. The patient's cannula was found bent/kinked, when removed from the (leg). For treatment, removed the pod and applied another.